Event description:
The customer reported that the device failed the op check, but no other symptoms were provided. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device failed the op check, but no other symptoms were provided. There was no reported patient involvement. The philips repair bench evaluated the device. The device was found to not detect pads. The failure was resolved by replacement of the processor pca. After passing all performance assurance testing the device was returned to the customer.